Event description:
One patient sample with discrepant ammonia results. Initial result gave 11 ug/dl; repeated twice giving 83 and 81 ug/dl. Erroneous results were not reported. The field service representative determined the cause for the discrepancy was due to fluidics failure of the rinse squeegee and gear pump head. Replaced rinse squeegee and gear pump head, cleaned sample/reagent probes, stirrer paddles, rinse mechanism and drains. Performance tests were performed and within specification.